Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to explant the leads and the ipg.

Event description:
The patient was implanted with four leads (model 3166) from the same lot. It was reported the patient is experiencing discomfort, itching and fever with the stimulation turned on or off. The pns system (off-label use) has been turned off since (B)(6) 2015. The patient is requesting an explant. Surgical intervention is pending to address this issue.